Event description:
It was reported that during an upgrade procedure, the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. No additional adverse patient effects were reported.